Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site. Surgery occurred on (B)(6) 2020 during which the existing ipg was moved deeper and lower on the chest to address the issue.